Manufacturer narrative:
This lot number was not distributed in the us, however, the same model number at1042 unistik 3 comfort was distributed in the us. Originally sent report on 29 jan 2019, however, did not realize the report errored until today, 26 feb 21019. Resending as 2019-00001 (8021764, 1058602).

Event description:
Owen mumford limited received a complaint from (B)(6) - did not retract in two incidents. The lot numbers reported on the file were 029138 & 029556, however the lot number returned was 029945. It was reported that the nurse was injured when the needle did not retract into the body of the device.